Event description:
The catheter broke open during sheathless deployment into superficial femoral artery (sfa). Unable to deploy stent. It was also reported that the patient had some procedures done before and had a rather tough/scarred groin. A contralateral approach was made to the left sfa, taking the introducer sheath out, and going sheathless in order to avoid having to upsize to an 8 f sheath. The doctor pinned and pulled the catheter and the catheter snapped behind the hub. Another size stent graft was deployed without incident.